Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced an event of occlusion on (B)(6) 2025 due to blockage at site. The site was patient's upper buttocks. The blood glucose level of the patient was high which was treated by correction bolus via pump. No further information available.